Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the system longevity study (sls). No further patient complicationshave been reported as a result of this event.